Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). The lay user/patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter read inaccurately high and erratic. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about 2 months prior to contacting lfs. The patient reported a blood glucose result of ¿234 and 200 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <=20% and/ or <=20 mg/dl. The patient manages her diabetes with insulin (type/ amount not specified. Based on the alleged higher result, the patient administered self ¿usually one unit¿ additional. Immediately after, the patient claimed she felt symptoms of blurred vision and heart palpitations. Treatment was not specified. The patient denied testing with another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.